Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging several episodes of power loss to the pump. The patient's mother reported that the pump would lose power from 30 minutes to 1 hour and that last power loss occurred the day prior. The patient's father reported the patient had an elevated blood glucose of 370 mg/dl on (B)(6) 2012 with no symptoms. At the time of troubleshooting, the patient's mother denied any visible damage to the pump's battery compartment or to the battery cap. The reporter informed customer support that the battery cap had been changed 2 months prior. The patient's reported bg reading does not meet animas' criteria of a serious injury; however, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories indicated a power issue had occurred. Visual inspection revealed no damage to the battery cap or the battery compartment. The battery cap secured appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. There were no battery cap connection defects found during testing. The complaint could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed damage to the transceiver wire.